Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a (B)(6) female plaintiff in united states on 17-jun-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, excessive hair loss, excessive weight gain, dental problems, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to have the essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc ((B)(4)) received on 27-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of an (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented increasingly severe pain and chronic pelvic pain and essure was removed, serious event due to medical importance and listed according to essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion and consumer underwent a hysterectomy to have the essure coils removed around 7 years after insertion. Given event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain'), device expulsion ('a small section of essure coil protruded from the cornua of the uterus') and device breakage ('and two long pieces of essure coil were easily removed') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). The patient was treated with surgery (bilateral tubal salpingectomy with removal of essure, bilateral tubal salpingectomy with removal of essure coils and to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, device breakage, abdominal discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, alopecia, abnormal weight gain, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device breakage, device expulsion, fatigue, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: at the age of 32, patient had removal surgery. Discrepancy noted in date of removal (B)(6) 2013. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, partial expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain'), device expulsion ('a small section of essure coil protruded from the cornua of the uterus') and device breakage ('and two long pieces of essure coil were easily removed') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). The patient was treated with surgery (bilateral tubal salpingectomy with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, device breakage, abdominal discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, alopecia, abnormal weight gain, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device breakage, device expulsion, fatigue, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: at the age of 32, patient had removal surgery. Discrepancy noted in date of removal (B)(6) 2013. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, partial expulsion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-mar-2021: medical record received: events: 'a small section of essure coil protruded from the cornua of the uterus', 'two long pieces of essure coil were easily removed', were added. Medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.